Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cassette compartment was inspected and didn¿t find indications of dried fluid. There were no visual indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The cassette door won't open due to the treatment need to be canceled. The screen is blank and the operator could not see touch screen function to cancel the treatment. Removed cassette manually by deflating pressure. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty cycler screen went blank during an unknown phase of treatment. The patient pressed the ok and stop keys and touched the screen, but the screen remained blank. The patient rebooted the cycler, but the screen remained blank. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. The patient will perform alternate treatment in the absence of a cycler. The patient called in a second time to report not being able to remove cassette/tubing set in unknown phase of treatment. Patient was unable to open the cassette door, rebooted cycler, but still not able to remove tubing set. The technical support representative provided information. There was no patient harm or adverse event, and no medical intervention was required. Additional information was requested but none received. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.